Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump exhibited beeps with no error message. It was reported that the pump beeped and stopped for no reason, and the patient been changing the batteries. Reported that the patient received remaining life-sustaining infusion via backup pump. No patient injury reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. On power up the pump alarmed and displayed error code 80. The investigation determined that a faulty motor was the cause of the reported issue. The motor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.